Event description:
Add'l info provided by the reporting facility indicated that the pt's outcome was excellent and the reported vitrectomy was not related to the intraocular lens. The complaint device was not returned by the user facility. Product history records were reviewed and all documents indicate the product met release criteria.

Event description:
A user facility reported complications during cataract surgery resulted in an intraocular lens (iol) being cut in half for removal and a vitrectomy. More info is being sought.